Manufacturer narrative:
The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device had a cracked case at the display window corner, minor scratched lcd window, and cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states having blood glucose levels that ranged from 700mg/dl to 800mg/dl. The customer states changing their site, and their blood glucose being 400mg/dl. The customer states treating with shot, but the levels are rising again. Troubleshooting was conducted, and the customer is being sent out a replacement smoke pump.